Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dear sir or madam, (B)(6) in (B)(6) has informed us of an incident involving the device expedium 5.5 titanium single innie polyaxial screw, model: 179712645, 179712650 distributed by your company. We have not received a vigilance report from the manufacturer within the statutory time limit. If an incident occurs, you are required to submit a vigilance report in accordance with art.15 of the medical devices ordinance (meddo; sr 812.213). The report can be submitted by either the distributor or the manufacturer. Vigilance reports are accepted in any of the (B)(4) languages or in english, and the appropriate forms can be found at (B)(4). Please submit an official report of this serious incident and a statement on the failure to report it within the required deadline by 6. April 2018. Quality management systems demand effective rules for informing customers in the event of complaints. We therefore ask you to process this report accordingly and inform the user concerned and (B)(4) in writing about the results of your investigation into this incident. (B)(4) will monitor the manufacturer's investigation into this incident. We will inform you of the closure of the case when this monitoring process has been completed. Yours sincerely (B)(6)